Event description:
It was reported that the customer received multiple intermittent error messages which eventually were resolved. There was no reported impact to customer's blood glucose. No additional information was provided.